Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Pump passed the test. Unit received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the customer was hospitalized for diabetic ketoacidosis on feb. 26, 2017 with a blood glucose level of blood glucose of 600 mg/dl. The customer experienced symptoms of ketones. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.